Event description:
The complainant reported that while performing an aorta angiogram at 900psi, the rotator on the high pressure tubing broke. The tubing is rated for 1200psi. There was no air injected, and no contrast sprayed on the patient or clinicians.

Manufacturer narrative:
Conclusions: the device has not yet been returned to merit for evaluation. A f/u report will be submitted when the device has been returned, and the investigation is completed.